Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D6 implant date is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for anunk - screws:cortex trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to femur fracture causing a nonunion and a hardware removal of an unknown four (4) broken 4.5mm cortex screws with loosened an unknown 5mm locking screw. Originally, the patient was implanted on unknown date. However, a less than desirable treatment outcome was observed due to a non-union and with a delayed healing. Thus, a revision was done wherein the surgeon removed only one (1) head of the four (4) broken 4.5mm screws and a single 5mm locking screw. Apparently, broken fragments were generated and were retained in the patient's body. Since an unknown plate was intact, the surgeon left the plate in and added new screws and cables to an existing plate. The procedure was successfully completed without surgical delay reported. The patient is okay after the operation. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity 1). This is report 5 of 5 for (B)(4).